Event description:
It was reported that the forceps broke during reduction of the dogs humerus fracture. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload during the surgery caused this breakage. It is possible that the forceps had already a not visible crack after a previous surgery, which did weaken the device. Device is a veterinary product. Device is similar to a device marketed for human use.